Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 2.2, retest#1 inratio: 5.0, retest#2 inratio: 4.6. Home health nurse obtained specimen for 2.2 result from pt's left hand. After this result pt recalls being instructed by clinic only to draw blood from her right side of her body. Nurse repeated test on right hand and got a 5.0. Nurse was baffled and repeated test on right hand and got a 4.6 result. Pt confirms her result when tested by her doctor can range from 2.0 to 7.5 at times and the doctor is aware of this.